Event description:
On (B)(6) 2025, while inserting an IV catheter, the nurse successfully completed the puncture on the pediatric patient. Upon withdrawing the needle, it was discovered that the white cap of the catheter's steel needle had become detached, causing blood to continuously leak from the patient's vein. Emergency measures were immediately implemented, and no dissatisfaction was expressed by the family.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample is received, the root cause of this defect cannot be confirmed. This complaint is an isolated case, and the plant will continue to track and trend for this issue.